Event description:
It was reported that the up and down arrow buttons on the insulin pump have an intermittent response. It was stated that the numbers on the screen started ramping when trying to deliver a bolus. It was stated that the device was wet and the customer tried to dry it. Blood glucose value is 5.2 mmol/l. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm or numbers scrolling up noted during testing. The device had normal operating currents and no unexpected off no power, low battery, or battery error alarms noted. The device had minor scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.